Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was the following information was provided by the initial reporter. The customer stated: the "367336 device was packaged into the 367392 box."

Manufacturer narrative:
H6: investigation summary: bd received 2 photographs showing 2 shelf packs. An evaluation of the photos revealed that the top shelf pack is incorrect. Additionally, 2 retention samples from the bd inventory were visually inspected and both were found to be correct. Bd was able to confirm customers failure mode based on the photographs provided however, bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was. The following information was provided by the initial reporter. The customer stated: the "367336 device was packaged into the 367392 box."